Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a biliary drainage procedure, performed on (B)(6) 2011. According to the complainant, during the procedure, resistance was met when attempting to release the stent and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. It was confirmed that no other damage was noted to the device. The stent was able to be successfully released to complete the procedure with this device. It was also reported a jagwire (bsc) guidewire was used in this procedure; it was confirmed there were no issues with this guidewire there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent was not returned. The suture was found intact (unbroken) at distal end of push catheter. Visual evaluation of the device revealed a kink at the distal end of the push catheter, however no damage was noted to the suture hole of the push catheter. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was returned loaded with a guidewire. The guidewire could not be removed due to the guide catheter being stretched. No damage was noted to the guidewire. The broken distal end of guide catheter was found inside the push catheter and was removed for observation; no kinks (suture impressions) were noted at its distal end. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. It is likely that this difficulty in deployment was experienced due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy and maneuvering of the device), and lead to the noted damages. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Component code 3038 relates to problem code 1069 for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6), 2011. According to the complainant, during the procedure, resistance was met when attempting to release the stent and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. It was confirmed that no other damage was noted to the device. The stent was able to be successfully released to complete the procedure with this device. It was also reported a jagwire (bsc) guidewire was used in this procedure; it was confirmed there were no issues with this guidewire there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.